Event description:
The valve was implanted in 1999. The patient, with slit ventricles, came to the emergency room with extreme headaches and vomiting. Surgeon scanned the patient and removed the medium pressure burr hole valve and replaced with this delta level 2 to enlarge the ventricles and to make patient more comfortable. The patient was never stablilized. The delta valve did not improve the patient's condition. Surgeon thinks that the delta chamber was not doing the job.